Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The pt reported that the alleged power issue began on the afternoon of five days prior. The cca noted that the pt manages her diabetes with diet and exercise, and as a result of the alleged issue, she had less food and/or drink. Approximately 3 days after the issue began; the pt claimed she became shaky as a result of the alleged issue. The cca noted that the pt treated self with food and/or drink; however, the time of the treatments is unclear. At time of troubleshooting, the cca noted that the pt replaced the subject meter's battery as recommended in the owner's booklet; however, the issue 'remained unresolved. Replacement products were sent to the pt. The complaint is being reported because, the pt claims she was unable to test her blood glucose due to the reported issue and reportedly, developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.